Event description:
It was reported to boston scientific corporation that speedband superview super 7 multiple band ligator was used during an esophageal ligation performed on (B)(6), 2010. According to the complainant, during the procedure, they attempted to deploy a band however, it would not deploy off the ligator head. They removed the device and noticed the bands were overlapping each other. The patient began to bleed and further intervention was needed. The patient received orotracheal intubation, more mechanical ventilation, followed by passage of a gastroesophageal balloon. The bleeding was resolved at this point. After a period of 24 hours the patient received a secondary prophylaxis performed with a sclerosis needle, injecting cyanoacrylate (definitive treatment). It has been reported that the patient was hospitalized for hepatic cirrhosis and the current condition of the patient is stable. It was reported that the patient did not have an active bleed prior to the procedure. In addition, the malfunction of the device did exacerbate the bleed.

Manufacturer narrative:
A visual examination of the returned device found that four un deployed bands (3 blue and 1 white) were found intact on the ligator head and overlapped each other on the ligator head assembly. In addition, two blue bands were found broken and entangled on the ligator head. The teeth on the ligator head were found to be damaged likely due to the usage of the device. The trip wire on the handle assembly was found to be cinched into the handle slot. The trip wire was also wound around the drum, indicating the handle had been turned to deploy the bands. The deployment thread was found separated from the ligator head and remained attached to the distal end of the trip wire. A functional check of the handle found that the handle knob was able to turn to take up slacks and there was an audible click heard at each complete turn. The root cause could not be determined however, the most probable root cause has been determined to be operational context, as evident of the tooth damage on the ligator head. It is likely that anatomical/procedural/operational factors were encountered during procedure which may have potentially caused the deployment knots to catch on the ligator teeth causing damage to the teeth on the ligator head and causing a stack up effect of multiple bands leading to failure or difficulty in the deployment activity. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that speedband superview super 7 multiple band ligator was used during an esophageal ligation performed on june 13, 2010. According to the complainant, during the procedure, they attempted to deploy a band however, it would not deploy off the ligator head. They removed the device and noticed the bands were overlapping each other. The patient began to bleed and further intervention was needed. The patient received orotracheal intubation, more mechanical ventilation, followed by passage of a gastroesophageal balloon. The bleeding was resolved at this point. After a period of 24 hours, the patient received a secondary prophylaxis performed with a sclerosis needle, injecting cyanoacrylate (definitive treatment). It has been reported that the patient was hospitalized for hepatic cirrhosis and the current condition of the patient is stable. It was reported that the patient did not have an active bleed prior to the procedure. In addition, the malfunction of the device did exacerbate the bleed.

Manufacturer narrative:
The patient's exact age is unknown however, it has been reported that the patient is more or less (B)(6) years old. The complainant has not indicated if the device will be returned or not for evaluation. The device has not been received for analysis at this time. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.